Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that there was "no communication" with the implantable cardiac monitor during a device interrogation. The icm remains in use and explant is planned. No patient complications have been reported as a result of this event.